Manufacturer narrative:
H6. Medical device problem code added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male patient in whom the impella sheath and device were initially inserted without difficulty. During insertion of the companion sheath as part of a single-access approach, the impella sheath tore and required peel-away removal. The single-access approach was aborted. No additional information was provided.